Event description:
The device was returned for air compressor failure. Upon return, the pump made excessive pneumatic recharge attempts before alarming. The pump was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. Both the front and rear o rings on the handle are pinched.

Event description:
The following has been reported: biomed reported: "pump problem" no patient harm. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.